Event description:
It was reported that pump screen remained dark and would not turn on unless button was pressed with extreme difficulty and often required multiple presses. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump.